Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue: in the medical judgment of these reviewers, the device use may have contributed to the patient's outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not charge and did not deliver defibrillation. The patient involved in the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate it. The device electronic records were downloaded and reviewed. The cause of the reported issue could not be determined. After unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not charge and did not deliver defibrillation. The patient involved in the reported event did not survive.